Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, customer reportedly received the following results on the compact plus system within 10 minutes: 18 mg/dl and 86 mg/dl. No adverse event was reported. Return of the suspect device was requested for evaluation.